Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic non-dependent patient presented in clinic for a follow-up. It was reported that the right ventricular lead impedance and thresholds have been gradually increasing overtime. No programming changes or intervention was performed. The patient will continue to be monitored at regular intervals.